Event description:
A customer reported an issue with a pump indicating an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent future altitude alarms, and the customer resumed insulin delivery using the original cartridge.